Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged that she has lost faith in the pump she is frustrated and feels it is not delivering properly. Son has been having some erratic blood glucose (bg) levels and no one seems to know what is happening. States he will start the day with great numbers when he first changes his set and by the evening the bg are 400mg/dl he has moderate nausea and vomiting and ketones are present. Usual bg 80-127mg/dl. Current bg 127mg/dl. Mom reports she corrects with a syringe and the bg come right down but when they reconnect to the pump bg will not respond until they change the site. Mom changed the insulin, she boluses with syringe to bring bg down and they are changing sites daily. Customer support (cs) reviewed sites - mom states they have been changing more frequently for the last 1-1.5 months, states bg are really good the first day but by the middle of the second day bg climb to 400mg/dl with symptoms and ketones. Sites were reviewed by health care provider (hcp) one week ago and no scar tissue, they are rotating sites per IFU. Insertion of the inset is also per IFU. No lumps or hardness, no leaking or redness. Mom also reports they have tried settings adjustment most recently 1 week ago and no change seen. Mom report she is very frustrated and does not think the pump is working correctly and has lost faith in the pump system because they have tried everything else and nothing is working to bring is control back. Cs confirmed settings are correct, no associated alarms in history, bolus totals correct and add up correctly. No gaps in basal delivery seen, prime totals are correct and all steps completed. No suspends. Cs confirmed patient has an alternate form of insulin delivery to use until the replacement pump arrives, but mom would like continue to pump and will change sites daily until replacement pump arrives. This complaint is being reported because a patient on pump therapy experienced hyperglycemia